Event description:
The manufacturer received info alleging a ventilator inoperative condition occurred. The device was not in pt use. The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the ventilator inoperative condition. There was no pt harm or injury. The ventilator was found to audibly and visually alarm appropriately for a ventilator inoperative condition. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.